Event description:
The account alleged the head section will not lower when cardiopulmonary resuscitation is pulled. No injuries reported.

Manufacturer narrative:
The technician discovered the left hand side cardio pulmonary resuscitation handle came off of the back rest. No further information is available on the repair of the bed at this time.